Event description:
Customer states: pump is not pumping. It says it is and the wheel turns but formula is not pumping out.

Manufacturer narrative:
Pump was tested for accuracy several times, using water. Pump delivered amount within specification (specification is +/- 5%). Complaint could not be confirmed.